Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy and a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was inserted in the patient and deployed. Due to a shallow depth, however, the valve was recaptured. Upon a second deployment attempt at a depth of 3 mm, an infold was noted in the valve frame. The valve was recaptured again and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012162432); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.